Event description:
It was reported the customer had a vibration anomaly. Customer stated their vibration mode does not work. It was also found the insulin pump did not vibrate during a selftest. Customer's blood glucose was 180 mg/dl. No additional information provided.

Manufacturer narrative:
The vibrator motor function works properly. However, the vibrator motor was noisy during self-test due to the vibrator motor adhesive not adhering to the case. The insulin pump was received with minor scratches display window, cracked case at display window corners, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.this MDR related to the(B)(4)manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4)